Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 5 days per the pump history records. Battery cycle 118.0 received the lowbatteryalert (104) on 08/02/2025 07:59:00 faster than expected at 5.31 days. Battery cycle 117.0 received the lowbatteryalert (104) on 07/27/2025 22:04:00 faster than expected at 5.37 days. Battery cycle 116.0 received the lowbatteryalert (104) on 07/22/2025 03:43:00 faster than expected at 5.66 days. Battery cycle 115.0 received the lowbatteryalert (104) on 07/16/2025 02:14:00 faster than expected at 5.56 days. Battery cycle 114.0 received the lowbatteryalert (104) on 07/10/2025 03:04:00 faster than expected at 5.63 days. Battery cycle 113.0 received the lowbatteryalert (104) on 07/04/2025 02:16:00 faster than expected at 5.04 days. Battery cycle 112.0 received the lowbatteryalert (104) on 06/28/2025 16:36:00 faster than expected at 5.04 days. Battery cycle 111.0 received the lowbatteryalert (104) on 06/23/2025 06:04:00 faster than expected at 5.24 days.customer experienced an unexpected power loss of less than 5 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rapid battery depletion of the insulin pump and the battery lasted only for five days. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1882.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.